Manufacturer narrative:
An event regarding a non-functional dall miles cable tensioner was reported. The event was not confirmed. No items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The root cause could not be determined .

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the single side tensioner could not tensioned cable in the op. So, another tensionser and cable (not stryker product) was used instead of it and the procedure was completed.

Event description:
It was reported that the single side tensioner could not tensioned cable in the op. So, another tensioner and cable (not stryker product) was used instead of it and the procedure was completed.